Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pressure sensors failure: due to a vent inop condition, pressure sensors failure occurrence. Failure of proximal and machine pressure sensors may affect the accuracy of the system pressure during use in normal ventilation mode. No patient involvement.